Manufacturer narrative:
The reported field event of oversensing was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found. Stored electrograms (segm's) review revealed oversensing as a result of noise external to the device. Distributor should have been included in initial report.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the procedure when the lead was connected, noise was noted on the electrocardiogram. The device was replaced and the patient was stable.